Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event was reported to have occurred sometime in (B)(6) 2020. Initial reporter facility name: (B)(6). (B)(4). Conclusion code is being used in lieu of an adequate conclusion code for device not returned. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. FDA registration # (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. Following the deployment failure, the clip broke at manipulation of the device in an attempt to remove the clip. Eventually, the clip was dislodged and was no longer attached from the patient. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.